Manufacturer narrative:
A boston scientific technical services consultant reviewed the data from the patient's remote monitoring system and provided an explanation to the caller. The consultant recommended programming off the minute ventilation (mv) feature. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was exhibiting what looked like external electrical noise on the atrial channel which could not be reproduced with isometrics. All lead values are stable. No adverse patient effects were reported.